Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's arteries were moderately tortuous with slight calcification. It was reported that during advancement the stent graft kinked between the nosecone and the delivery system therefore the stent graft was removed from the pt. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. No sequelae were reported and the pt is reported to be fine.